Event description:
After a pfa atrial fibrillation ablation a patient had a retroperitoneal bleed. During the procedure the physician felt the ice catheter was advancing incorrectly. There was tortuous vasculature. The physician performed a contrast image of the ivc prior to transeptal and it revealed no issues. The patient pressures were stable throughout the procedure. The physician performed a repeat contrast image of the ivc post procedure, and it revealed no bleed. After the procedure the patients blood pressure dropped and a CT revealed an rp bleed. The patient recovered. The suspected catheter was the view flex ice catheter. No lot or serial number is available because it was a reprocessed catheter by stryker medical. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".